Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) spontaneously came out of the body of the patient; the icm was "poking out through the skin and then fell out." The status of the icm is unknown. No patient complications have been reported as a result of this event.